Event description:
A call placed to technical services on (B)(6) 2013 states that chest x-ray shows lead in cs that is pulled back in to atrium. It was reported that this has an allegation of lead dislodgement. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).